Event description:
The pt was bilaterally implanted with smooth spectrum post-operatively adjustable mammary prosthesis on 12/2/98. Subsequently, the pt experienced bilateral infections. The devices were removed on 1/27/99.